Event description:
Additional information indicates the patient had their system explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference numbers: 3006705815-2021-00701, 3006705815-2021-00703. It was reported that the patient is unable to set the ipg to MRI mode. As a result, the patient may undergo surgical intervention to address the issue.